Event description:
Philips received a report that a patient claimed that her existing tinnitus condition was aggravated as a result of an MRI examination of the shoulder.

Manufacturer narrative:
Investigation: this report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the ingenia 1.5t indicating that the patient claimed that her existing tinnitus condition was being aggravated after MRI shoulder. An analysis was done to determine the sound levels created by the system during the examination. The analysis showed that the noise level of the examination (extrapolated to a 1 hour examination) was 108.8 dba. The hearing protection provided to the patient was a headset, that offers damping of 20 db in the 1 khz range. We therefore calculate with 20 db damping from the provided headset. The attenuated noise level is (108.8 dba. ¿ 20 db) = 88.8 dba. This is within the limit of 99 dba as formulated in the iec60601-2-33 standard. There is no evidence that the aggravation of the tinnitus is related to the mr examination. Conclusion: reported incident was investigated, and no indication of a malfunction of the mr system were observed related to the sound levels. It is known that the acoustic noise level of an mr system may be high enough to cause discomfort or result in temporary or even permanent loss of hearing when no adequate hearing protection is applied. The acoustic noise level of an mr system can also be one of the precipitating factors for the onset of tinnitus. Philips mr scanners fulfill the requirements as formulated in the iec60601-2-33 standard with respect to the allowed maximum acoustic noise production and are designed to be significantly quieter than the level set in this standard. Adequate hearing protection is necessary to prevent hearing complaints. The minimum level of protection is prescribed in the instructions for use (IFU): ensure to use acoustic damping of 30db or better. The IFU also states the special attention must be paid to patients to whom the headset or earplugs cannot be applied adequately. Furthermore, it stated that the operator should be trained to fit the earplugs properly. During all scans with a spl > 0 (as displayed on the info page), hearing protection must be used to comply with the requirements as formulated in the iec60601-2-33 standard. As most examinations do contain scans with a spl>0, hearing protection must be provided to all patients to prevent discomfort, temporary or even permanent loss of hearing. The IFU describes the measures that should be taken by the operator to protect the patient.